Event description:
Pci of left circ tortuous and tightly calcified vessel, burr turned on itself and cut the guide wire, burr continued forward and embedded in a vessel wall. This patient was taken to the or where he underwent a CABG x4, the surgeons were on stand-by as the interventionists attempted to retrieve the wire and the roto blade tip, despite several attempts with various devices they were not successful, so the patient was taken to the or. Included in the CABG was the removal of the wire, the blade tip was left in place as it was embedded in the vessel wall and steps to remove it would have involved a more lengthy surgery. The determination was made that he was already too high a risk to proceed with attempted removal. He was taken to the cv ICU post operatively is recovering slowly but has made progress. Disclosure was made initially to the family and then to the patient when he was able to converse with the physicians.